Event description:
It was reported to manufacturer, by facility (B) (4) last saturday night, they found a resident entangled in his covers and side rail of bed. There were no marks from the entanglement. However, he did go to the hospital for exam - not because of the entanglement, but because of other relevant medical condition i.e., congestive heart failure.